Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient stated that the cgm had been provided inaccurate readings which led to his insulin pump delivering incorrect insulin doses. As a result, the patient was hospitalized due to diabetic ketoacidosis, treated with insulin and was still in the hospital at the time of the report on (B)(6) 2025. The patient declined to provide further event details about the hospital visit. The patient reported that an example of a discrepancy was the cgm was 275 mg/dl while the bg was 375 mg/dl. Some other discrepancies were 10-20 points off while others were 100 points off. At the time of the report, the patient was doing fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.